Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient device site exhibited drainage oozing caused by infection. This lead was part of a system revision and was explanted to resolve the issue.